Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a scratched display screen and customer was unable to read. The reservoir compartment has a crack on the side. The customer's blood glucose was 137 mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.